Event description:
During an attempt to advance a coronary stent with delivery sys to the target lesion site in the pt's right coronary artery, difficulty was reported while attempting to cross the lesion. In response, the protective sheath was prematurely retracted to obtain a lower profile and another unsuccessful attempt was made to cross the target lesion. The physician decided to withdraw the sds; however, upon withdrawal, the stent became dislodged from the balloon catheter and embolized to an unk location in the pt's anotomy. There were no attempts made to retrieve the stent since the stent could not be visualized under fluoroscopy. There were no add'l complications reported relative to this event.